Event description:
Patient reported "lymph node enlarged" and "suspicion of tumor". Later healthcare professional reported "rupture", "solitary cysts" which is not device related and "axillary and parasternal lymphadenopathy". This record is for the right side. Device remains implanted. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.